Manufacturer narrative:
The investigation of ventricle perforation has been completed. Based on insufficient clinical details, product not being returned, and unclear evidence from data logs whether or not the position in ventricle alarms occurred at the time of the complication, the root cause of the ventricle perforation could not be determined. B3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2025-28025.

Event description:
It was reported via abiomed¿s long-term outcome and quality indicator (loqi) impella registry that an impella cp pump was implanted to support a patient admitted in with acute myocardial infarction/cardiogenic shock. The patient endured cardiac tamponade with a "possible" relationship to the impella device used. After impella placement, the patient later had a pericardiocentesis due to small-moderate pericardial effusion with cardiac tamponade. The patient was transferred to the intensive care unit after the procedure. After five hours of support, care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.